Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, one of the oxygen sensors for the electronic pt gas system (epgs) was bad, "out of box" failure. The fsr tried to oxygen sensor in another system and the sensor still did not work. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service rep (fsr) placed the old oxygen sensor back in the system and will replace it after the new one arrives at the user facility.